Manufacturer narrative:
Although it was reported the device is available for evaluation, the device was not returned. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information recevied, the root cause could not be determined.

Event description:
It was reported during surgery, a cannulated screw "lost its grip" to the screwdriver while the surgeon was introducing it into the patient's bone which resulted in the screw being unable to move to its final position nor possible to extract it back. It was reported the surgeon had to extract the screw "with a number of maneuvers", and the surgery which was planned to be minimally invasive, became an open surgery. Per information received, the surgical technique used was correct, and the instruments used were also well maintained. Attempts to obtain further information regarding the event have been made to no avail.